Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient went through withdrawal around (B)(6) and no alarm sounded on the pump. It was stated the patient had symptoms of sweating and chills. It was noted the patient went for a refill on 2014-(B)(6) and the pump was ¿dry.¿ it was noted the logs showed that drugs should have been in the pump, but when aspirated nothing came out. It was stated the patient was scheduled to have the pump replaced 2 weeks prior to the next alarm date of 2014-(B)(6). It was stated the reason for that time frame was because they went through withdrawal 2 weeks prior to the refill date on (B)(6). It was stated the pump needed to be replaced early due to a malfunction, and should not have needed to be replaced for another 15 months. It was noted that every time the patient went through withdrawal they smelled an odor. It was noted that no one else could smell this odor, but it happens right before they would realize the pump was empty or they had withdrawal symptoms. It was noted the patient smelled the odor on 2014-(B)(6) and they ¿just did not feel good¿ which led them to believe something was wrong with the pump prior to their refill appointment. It was stated the patient has had 4 withdrawals with the pump. It was noted one was due to the doctor, one happened during (B)(6) of 2012 and they had it again on 2014-(B)(6). It was noted the (B)(6) withdrawals were not as bad with withdrawal symptoms. It was noted the patient thought they had the flu, but the health care provider (hcp) should have put them in the hospital on 2014-(B)(6), but sent them home with 1 mg of oral clonidine. It was stated their blood pressure was high because of their pain. It was stated the patient suspected they were getting too much medication. It was stated the patient was not in as much pain during the times prior to withdrawal, and they felt the decrease in pain was ¿intermittent.¿ it was stated the patient was typically more uncomfortable even with the pump. It was stated the drug ¿must have been going somewhere, so they suspected they were being over-infused. The pump was used to deliver bupivacaine and dilaudid. It was reported the patient was still having concerns with their device or therapy, but was working their hcp or manufacturer's representative (rep). Patient outcome was not provided. Please refer to manufacturer report # 3007566237-2012-02204 for one of the previous withdrawals.

Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
This pump was returned to returned product analysis (rpa) from the overinfusion CAPA team. No further overinfusion CAPA testing was required per the CAPA team. Rpa finished out the destructive analysis. No new/additional anomalies were found during destructive analysis. Analysis was complete. Current analysis coding would remain unchanged. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed overinfusion of an undetermined root cause. Analysis of the returned catheter segment revealed that the sutureless connector was damaged at explant, which was determined to be non-significant.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The pump was replaced on (B)(6) 2015 due to normal elective replacement indicator (eri). When they went to disconnect the sutureless catheter from the old pump, the metal inner lumen remained connected to the pump so the catheter connector was also revised. No alarms were noted at the replacement and the patient did not have withdrawal symptoms at that time. Following the replacement, the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.